Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for peritonitis. It was unknown if the patient was treated for the event. Seven days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.